Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that since the stimulation settings were normal and the system was operating in cv mode, the oor was caused by a short circuit. Impedances looked normal however some of the unused electrodes had high impedances indicating lead issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare professional claimed that the patient had seen the oor message on their handset occasionally and couldn't increase their stimulation. They also claimed to have sensations on their right side face. They asked for a session report including impedances and they stated that oor on the implantable neurostimulator (ins) was caused by low impedances which might be caused by any kind of electrical short within the system.

Event description:
Additional information was received: it was reported that no changes to the stimulation parameters were possible and the interference occurred less frequently at low intensity, which is why they reduced the amplitude to 4.1v on the left. There were stated to be no abnormalities in the area of the used electrodes (other impedances not used for therapy were abnormal) and the x-ray images came back with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.